Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes erroneous results were seen in an unspecified number of empty test tubes. Toluene was detected in empty tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The evaluation of the photo did not reveal any additive abnormalities. Additionally, 100 retained samples were visually inspected, and no additive abnormalities were found. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for toluene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (toluene). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes erroneous results were seen in an unspecified number of empty test tubes. Toluene was detected in empty tubes. No adverse impact was reported regarding the patient or user.